Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the patient had a nervous habit of scratching their butt and then scratch their incision. This was with the first implantable neurostimulator (ins) that was removed due to infection. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative reporting that the explanted ins was not in their possession and would not be returned due to consumer refusal. The reported information was confirmed with the physician. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative on 2017-05-19 and confirmed with a health care professional (hcp). The patient weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was white drainage at the implantable neurostimulator pocket when the health care provider opened the pocket. There was a confirmed infection at the implantable neurostimulator, fever, and redness. The whole system was explanted on (B)(6) 2016. Intravenous antibiotics were administered to the patient prior to removal. The plan is to re-implant the patient in 6-8 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.